Event description:
It was reported that the patient presented to surgery with low back pain, lumbar post laminectomy syndrome, and lumbar pseudoarthrosis status post combined anterior/posterior approach to lumbar fusion. The patient underwent two staged procedure. The first procedure was for anterior lumbar interbody fusion l5-s1, partial corpectomy, anterior sacral done osteotomy with posterior sacral, anterior lumbar arthrodesis, l5-s1, removal of previously placed peek spaces, placement lumbar interbody device l5-s1 paired with harvest of local cortical and corticocancellous bone graft, bmp bone graft. The second stage of the procedure was done 2 days later. The patient underwent procedure for revision of posterolateral lumbar arthrodesis at l4-5 at l5-s1, removal of bilateral l4, l5, s1 posterior segmental spinal fixation, revision of bilateral l5 hemilaminectomy, medial facetectomy and foraminotomy, placement of posterior nonsegmental spinal fixation, l5-s1, harvest of local cortical and cortical cancellous bone graft for spinal fusion and use of cancellous allograft for pedicle reconstruction. The patient was d/c on (B)(6) 2008. At 18 months post-op, the patient presented to surgery with diagnoses of lumbar post laminectomy syndrome, lumbar radiculopathy, lumbar spondylosis, and sacroiliitis. The patient underwent a procedure for removal of posterior fixation at l5-s1, revision of posterolateral arthrodesis at l5-s1 left for pseudoarthrosis, reconstruction of pedicles using cancellous allograft bone, harvest of local bone graft for fusion.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.